Manufacturer narrative:
Continuation of medical devices: product ID 3708660, lot# nkn143939v, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type extension. Product ID 3708660, lot# nkn143940v, implanted: (B)(6) 2016 explanted: (B)(6) 2018 product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable ne urostimulator (ins). It was reported the ins eroded through the skin on the right side. No cause or contributing factors were known. The ins and part of both extensions were removed just below the connection to keep the leads protected. The plan was to replace the extension and generator in the future. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report.